Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide information and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: unknown due to unknown date. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device used on the patient; see MDR no. 3013394970-2019-00278 for the second device reported.

Event description:
The user facility reported that the angio-seal insertion sheath bent thus kinking the sheath, therefore the angio-seal device was removed. The estimated blood loss was less than 250cc. Manual pressure was performed. The procedure outcome was good. Additional information was received april 2, 2019: the type of procedure performed was a stemi, coronary angio. There was a pre-deployment angiogram performed. There was difficulty inserting the first angio-seal sheath, which was removed. They used a stiffer wire (amplatz), then reinserted the new angio-seal sheath without difficulty and deployed. The angio-seal was pulled back and everything came out including the collagen. It was reported that they did not think that the foot plate ever engaged. The patient was in stable condition. Manual pressure achieved hemostasis but the inr was 2.2 and had to hold for a while.